Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available, and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
A flexima drainage catheter was used for a therapeutic periocardiocentesis. Upon removal of device, patient suffered additional trauma as a result the device not being unlocked prior to removal of catheter. The exact nature of this trauma is not known. There is no further information available regarding this event.